Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set stopped flowing during infusion. The line needed to be flushed in order to continue flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.